Manufacturer narrative:
E1: initial reporter facility name: (B)(6) center. H.6. Investigation summary: bdj received one used sample and confirmed the tip of the luer adaptor was chipped. Bdj provided three (3) photos of the returned device for investigation. The photos were reviewed and the indicated failure mode for cracked product/component was observed. Additionally, twenty (20) retention samples from bd inventory, were evaluated visually with no defects observed. Ten (10) samples were subjected to sleeve function testing and all samples passed testing as there was no evidence of leakage or splatter during the draw. Bd is able to confirm the customer¿s reported failure mode of cracked product/component based on the photos of the returned sample. Bd determined that the root cause of the indicated failure mode was attributed to a worn collar in the assembly process. This collar was identified and replaced.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, the luer adapter connection is cracked, and blood has leaked out of the root. No patient impact reported.